Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent. The pt is contraindicated under the "bleeding diathesis" heading in the labeling.

Event description:
The pt reported that two days after his bravo ph monitor was placed, he awoke with a fever and he had stools that were black and loose. He started to feel weak and was unable to walk very well. The next day, the pt was admitted to the hospital where he received platelets and a total of four units of blood. An egd was performed and a lesion was observed where the bravo capsule had attached to the esophagus. Based on the bravo test results that were recorded, the physician concluded that the capsule had only remained attached for approx one day. The pt stated that he is on anti-coagulant therapy and informed the clinicians of this at the time of the placement and was told it wouldn't be an issue. A colonoscopy was also done which showed no signs of any intestinal bleeding. The pt was discharged three days after admittance. Further information is being requested from the hcp. In addition, the first capsule attempted had failed to deploy from the delivery system. See manufacturer reported 2032545-2007-02861.